Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was on steroids so his blood glucose was high, 454 mg/dl. Customer was hospitalized but not diabetes related. Customer had difficulty breathing due to high blood glucose. Customer declined completing troubleshooting. Customer was advised to monitor the device. Customer will not be returning the device for analysis.